Manufacturer narrative:
Serial number was not provided therefore UDI is not available. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer reference number: 2916596-2020-02518. It was reported that the patient was admitted to the operating room (or) having a debridement of their driveline site. Several driveline fault alarms were noted in the operating room. The log file captured continuous driveline fault events. It was recommended to exchange the controller and then perform 25 power cable disconnects to log some data into the controller and then send that log in to be analyzed. Additional information was received that, after the suggested actions were performed, the wire values were in a normal range but it was likely that the driveline faults will return. The image provided showed some shield disruption at the external bend relief while the internal portion appeared to be intact. New log files that were submitted on (B)(6) 2020 showed the same wire being affected so true driveline fault events occurred. Approximately 19.5" of the external portion of the percutaneous lead was replaced on (B)(6) 2020. Following completion, the driveline fault alarm persisted. It was later reported that the patient started having pump stops on (B)(6) 2020 while on ungrounded cable. Upon log file review, (4) pump stops and (1) low speed advisory were observed. Speed drops were as low as 0 rpm. Per the reporter's email, these events occurred while the patient was using an unshielded patient cable. This type of behavior has been linked to potential issues with the percutaneous lead. These issues appeared to be occurring on both power module/unshielded patient cable and may occur on batteries. The log also displayed continuous driveline fault alarms during the length of the file. Despite remaining on batteries or ungrounded cable, the patient continued to have intermittent pump stops. Since (B)(6) 2020, the patient has had surgeries for infection and disease (I&d) of driveline which has exposed more driveline than was previously accessible. It was also reported that the patient¿s white patient cable of the controller had breakage. Upon abdominal x-ray review, the x-rays were deemed unremarkable and the breakage in the white power lead bend relief protector piece appeared to be cosmetic.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the white system controller power cable was confirmed via the submitted photos. Visual inspection of the submitted photos revealed that the strain relief on the connector side of the white power cable was broken. The underlying power cable did not appear to be damaged. No further visual inspection or testing could be performed as the controller was not returned for analysis. The submitted log files contained approximately 11 days of data combined ((B)(6) 2020 ¿ (B)(6) 2020 per the timestamps). Driveline fault and pump stop events captured in the log files are addressed via the pump investigation. The data in the log files did not indicate any issues with the system controller. Multiple requests were made to obtain additional event information (including the serial numbers of the controllers used in this event and if any product will be returning); however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate ii patient handbook, section 6 "caring for the equipment" describes how to care for and clean all equipment, including the system controller power cables. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate ii lvad, including inspecting the system controller power cables for damage. Heartmate ii patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the driveline fault, pump off, and low speed alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment.. No further information was provided. The manufacturer is closing the file on this event.